Manufacturer narrative:
Section h3, h4: additional information. Section h5, h8: correction. Manufacturer's analysis conclusion: the reported event of the battery clip needing replacement and a missing rubber foot from the power module was confirmed. The returned power module (serial number: (B)(6)) was evaluated by service depot. Visual inspection of the returned power module revealed that the battery clip installed in the power module was the old version of the battery clip, and a rubber foot was missing on the bottom cover of the power module. The battery clip was replaced with the new version and a new rubber foot was installed to replace the missing foot. No other issues were observed. A full functional checkout was then performed and the unit passed all tests. The unit was returned to the customer site. The replaced battery clip was forwarded to product performance engineering (ppe) for additional testing. The battery clip was installed into a test power module and functionally tested with no issues observed. The battery clip was in unremarkable physical condition and functioned as intended during analysis. The power module instructions for use (IFU) instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled ¿setting up the power module (pm) prior to use¿ informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate ii patient handbook section 6, entitled ¿caring for the equipment¿ describes how to care for and clean all equipment, including the power module. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate ii lvad equipment, including the power module. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The site reported the battery connector needed to be replaced due to the rubber foot missing from the unit. No further information was reported.